Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 and 3 was failed to detect on the communication bus. The field service engineer attempted to recover drawer 1, but it wouldn¿t recover. The fse went into the hardware testing application and tried opening the cubies, but a couple of cubies wouldn¿t release. The fse reseated the drawer board cable to fix the drawer 1 issue. The fse restore the drawer 3.1 by restarting the device. The fse restarted the station, and both auxiliary drawers 1 and 3.1 did not show as failed. The fse inventoried the device and tested the drawer cubies in the hardware testing application to ensure the functionality of the drawers. The system functioned as intended after the field service engineer repaired the device.